Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had impedance readings of >4000 ohms. A broken lead was replaced and the device was also replaced as a standard operating procedure. It was reported that the pt did well.